Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication furosemide order was supposed to blocked by the patient's name but still crossing, which located on 2 south. The customer did test the other medication with patient, and they got block, fot this medication was still crossing. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.